Event description:
It was reported on or around (B)(6) 2015 a correction procedure was performed for a nonunion of a left supracondylar humeral fracture with intercondylar extension using products manufactured by depuy and medtronic. Then on or around (B)(6) 2016 a repair of a nonunion left supracondylar humeral fracture was performed using products manufactured by depuy and medtronic. During this procedure, the failed hardware was removed which included a plate that was found to be broken, along with an unspecified amount of broken and failed screws. Lastly, on or around (B)(6) 2016 a correction of the nonunion left supracondylar humerus fracture was performed utilizing bone grafting in exchange for hardware. During this procedure, removal of hardware in the left humerus was carried out and neurolysis of the left ulnar nerve was performed.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).